Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the unusual event noted was on (B)(6) 2019 at 0632 for a yellow wrench/replace controller event. This event was associated with an lcd fault which caused a momentary breakdown in communication between the lcd screen and the processor in the controller. The pocket controller has resolved this on its own and requires no intervention. The controller was not replaced and there were no symptoms or treatment due to the alarm. The patient is still admitted in the hospital and now off hd, however will be discharged soon with dobutamine.

Manufacturer narrative:
Investigation summary: the cause of the reported event was not determined. The center reported that the patient presented with decreased urine output, fatigue, weakness, and nausea for 3 days. The patient was admitted for urgent dialysis in likely septic shock. Crrt started renal ultrasound showed bilateral medical renal disease. Blood and driveline exit site cultures were positive for mssa. The patient¿s volume continued to be managed with crrt, lasix, and diuril. The patient¿s ldh was over 1200 upon admission but eventually reduced to the 200-300 range. The center indicated that the patient¿s issues were likely secondary to septic shock and that the report of concern over pump thrombus was part of differential diagnosis. On 4/22/2019, it was reported that the patient was off hemodialysis and would be discharged on dobutamine. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient presented to the emergency room on (B)(6) 2019 due to weakness, nausea, generalized malaise since the weekend. Patient will admitted to ICU for emergent dialysis in likely septic shock also concerned for pump thrombosis. The patient had an echocardiogram performed on (B)(6) 2019 and revealed that the aortic valve does not open. The ventricular septum is at midline. The inflow cannula is visualized. On (B)(6) 2019 an echocardiogram performed revealed that the aortic valve opens intermittently. The ventricular septum is at midline. The inflow cannula is not well visualized.the outflow graft is not visualized. Blood cultureson (B)(6) 2019 revealed positive for gpcs mssa as well as gpcs and gnrs on gram stain from driveline exit site (dles). Dles cultures mssa. Volume management with crrt and lasix infusion. Lasix infusion increased to 40mg per hour and added diuril. The patient will likely need hd as an outpatient. Lactate dehydrogenase (ldh) was greater than 1200 on admission. Continues to trend down, 300s. CT head negative, no CT on chest with 3d recon at this time due to acute renal failure. Rhadbdomyolysis- cpk greater then 2000 on admission however continues to trend down. The patient will continued to be monitored daily for their lactate dehydrogenase (ldh).

Manufacturer narrative:
Approximate age of device- 3 years and 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic for concerns of decreased urinary output (uop), fatigue, weakness, and nausea for the past 3 days. The patient was admitted to ICU for emergent dialysis in likely septic shock also concerned for pump thrombosis. An echocardiogram in process and a CT chest will be ordered when creatinine is at baseline. Additional information was requested, but not provided.